Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. During the use of a 10cm ht command 18 guidewire (gw) the coil was noted to shear off [separate] inside the anatomy. It was also noted that a 5f and 6fr sheath were used during the procedure. The separated coil was ultimately removed; however, the method of removal was not specified. There were no adverse patent effects nor clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported material separation; however, the subsequent treatment appears to be related to the operational context of the procedure. It was reported that the guide wire¿s coils sheared off during use. Factors that may contribute to coil separation include, but are not limited to, material properties, equipment setup, inadvertent handling damage, device placement technique, guiding catheter support, anatomical conditions/patient anatomical morphology, inner diameter of guide wire lumen of delivery/supporting device, outer diameter of the guide wire, condition of the guide wire, condition of the delivery/supporting device, and coagulation of blood or procedural contaminates. In this case, based on the information provided, it is unknown what may have contributed to the reported separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.